Event description:
Port-a-cath was removed from right subclavian. Catheter was not attached. Chest x-ray showed catheter in the heart. Pt was scheduled for heart cath and catheter was successfully removed without any further complications.